Event description:
After intubating the pt, the doctor attempted to manually ventilate the pt and noted that the reservoir bag began to extend. The doctor was initially running flows between 8 to 10 liters. The apl valve was set for minimum in the manual position, and the doctor attempted to adjust the apl valve with no relief of pressure noted. The doctor observed pressures as high as 40 cmh20, before relieving the pressure by placing the apl valve into the spontaneous position. The doctor stated he lowered the flow rate between 4 to 6 liters and was then able to manually ventilate the pt. The doctor stated automatic ventilation functioned normally. The case was completed using the device. No pt injury reported.